Event description:
It was reported the power doesn't maintain continuously and suddenly turned off or pacing off even when the battery is new. The problem was discovered during testing for back-up pacing. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis could not confirm the reported event; the device was ran in an environmental chamber and after 48 hours no anomalies were observed. It is noted the device failed incoming functional testing, failures reran and the device passed (device intermittent operation). (B)(4).